Event description:
On (B)(6) 2022, an independent sales representative, emailed the complaints inbox to report a complaint of a 200-45-140 (4.5mm x 40mm lttcs) which broke during a case at hospital 1 - with dr. 1. The independent sales representative stated in his email "just had a tiger 4.5 long thread break while inserting under heavy pressure on super hard bone" and that "we got the head out (picture) leaving threaded distal end in since it's across the joint." Brad provided photos of the intra-operative x-ray and removed broken 200-45-140 screw head.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-10 below) as part of internal complaint handling activities. Catalog # and serial # not utilized by trilliant surgical. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Lot # and UDI # could not be confirmed. All lot possibilities are listed below. Reprocessor name and address n/a to this report. Device bla number (g4) is n/a to this report. Na was not entered within the field for bla number as this caused technical errors to occur in previous MDR submissions. Section n/a to this report. Section h9 n/a to this report. No files attached to this report. Investigation: evaluation of similar complaints: the complaints log was reviewed to identify any similar events involving a subtalar removal between november 2021 and november. 2022. No similar complaints were identified. Device history record (DHR) review: there were no identified issues related to the complaint event. Review of surgical technique: limited information was provided for the surgical technique / conformance to the IFU.* visual inspection: the parts were not returned. Thus, visual inspection did not occur. Dimensional inspection: the parts were not returned. Thus, dimensional inspection did not occur. Simulated use testing: as the part was not returned and limited information is available, simulated use testing did not occur. Investigation conclusion - there were no similar ccrs within the time period reviewed. There were no abnormalities regarding DHR review. Limited information was provided regarding the case. Thus, it is unknown if the user followed the proper surgical technique. It was reported that the screw broke "while inserting under heavy pressure on super hard bone" per reporter bm after being present at the case with dr. Nowak. As the part was not returned, visual inspection and dimensional inspection did not occur. Simulated use testing did not occur. Based on the information provided by reporter bm, the root cause can be attributed to excessive torque - from a combination of the "heavy pressure" that the doctor may have applied to the screw as well as from the hard bone of the patient.